Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs006. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter alleged hyperglycemia while on insulin pump therapy with blood glucose measuring =250 mg/dl with trace urinary ketones. This reported event does not meet animas¿ criteria for a reportable adverse event and is not being report as patient harm. This additional information does not affect the reportable type of this report.

Manufacturer narrative:
Follow-up #2: date of submission 02/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box did not reveal a call service 006 alarm. The pump powered on with no alarms. The pump was exercised for 24 hours with no call service alarms occurring. Unrelated to the original complaint, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.